Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call to technical services on (B)(6) 2013 states patient presented at (B)(6) for normal scheduled follow-up. Reports noise on rv causing inappropriate anti- tachycardia pacing episode also, saw noise on atrial channel . Did patient isometrics and was able to reproduce noise on rv channel. However could not get an out of range measurement. Did not do pocket manipulation. Notes noise on atrial lead . Patient does not report any symptoms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).